Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The patient reported that the circumstances that led to them to having to charge their current ins more often was ¿no changes¿. The patient stated that there were no steps taken to resolve the current ins charging more often. The patient is just charging as often as needed. The patient stated that the issue has not been resolved. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient regarding a patient regarding their stimulator (isn) that was implanted for spinal pain and failed back surgery syndrome. It was reported the patient¿s current ins was needing to be charge more often even though she had not made any adjustment to her therapy device programming or amplitude for 3 weeks post implant. Patient services suggested that patient had her ins battery checked. No further complication and no symptoms were reported.